Event description:
Baxter's global pharmacovigilance (gpv) received a spontaneous report by a (B)(6) physician of peritonitis in a (B)(6) male patient coincident with dianeal-n pd-4 therapy. On an unreported date, the patient began treatment with dianeal-n pd-4 therapy (ip) for renal failure chronic. On (B)(6) 2012, the patient reportedly experienced peritonitis and was hospitalized. On an unknown date, the patient began remedial therapy with an unspecified antibiotic. The cause of the peritonitis was related to shortcomings of connection method (breach in aseptic technique) by the patient. It is unknown if the patient was retrained regarding aseptic technique. The patient has recovered. Causality is reported as unrelated to baxter solutions, disposables or hardware.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because nurse reported cause of the peritonitis was due to short comings with connection method (breach in aseptic technique) by the patient. The root cause for this condition is undetermined. The label review found the labeling adequate for the use error in this complaint. A batch review was not performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. A 510(k) number will not be provided as the product code and lot number are unknown.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.